Event description:
It was reported that the patient presented to the hospital for a generator change. During the procedure, it was noted that the wrench of the new pacemaker could not engage the atrial set screw of the existing pacemaker. The wrench was replaced, and the new pacemaker was implanted successfully. The patient was in stable condition.